Manufacturer narrative:
The reported field event of a patient notifier anomaly was confirmed in the laboratory. The cause of the field event was due to a defective patient notifier component.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the follow up, two stored patient alerts were observed. However, the patient did not experience any vibrations. Testing confirmed the patient notifier could not be felt. The patient will continue to be monitored. The patient condition is good.

Event description:
New information received indicates that the device was explanted for unrelated reasons. Patient was in good condition.